Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue when the user tried to issue medication, the item was not displayed in the patient profile. A technical support specialist checked the device and explained to the customer that the item was not listed in the patient profile because the pharmacy had not yet entered the medication order. The specialist confirmed that the customer had placed the new order, instructed them to override the item, and verified that the customer was able to issue the medication without any further issues. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini medicine was not showing in the patient profile. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.